Event description:
The patient was here for a l4-5 discectomy and fusion. As the surgeon was placing one of the interbody cages, the cage broke. When the cage was inserted, there was an audible "crack" sound. The peek cage was broken into two pieces. The cage was completely reapproximated by the surgeon; no fragments were left behind. A new cage was inserted. There were no complications.